Event description:
Pt received three ifuse implants (one 7mmx55mm, and two 7mmx35mm) in 2010. Pt was pain free for approximately 6 months after which time the pt's pain returned. Pt had chiropractic adjustments to relieve pain during which time she was informed by chiropractors that her si-joint was fused while she was out of alignment. The pt decided to have the ifuse implants taken out and she scheduled a revision surgery with dr. (B)(6). For reasons unknown to us, the pt decided to cancel the revision surgery with dr. (B)(6). Since then, the pt has been looking for someone to treat her pain. It was reported that she went to 7 different surgeons before finding dr. (B)(6) (a pelvic orthopedic trauma surgeon at (B)(6)) to take out the implants. Per the sales rep, the different surgeons with whom the pt consulted with for treatment confirmed that the implants were safely in bone. Per the sales rep, dr. (B)(6) stated that he felt the implants didn't cross the joint and that the joint wasn't fused and that he considered the implants loose. However, based on the difficulty in removing the implants suggests that the implants were not loose. The surgeon also commented that there were "halos" around the implant. The sales rep commented that he saw the x-rays and based on his experience all 3 implants were clearly across the joint and that no signs of significant halos (areas without bony on-growth which only occurs at the corners of the implant) were present. The surgeon attempted to remove the implants percutaneously without success. The surgeon then decided to make a 12 inch incision along the buttocks to expose the implants. The sales rep reported that the most inferior implant (a 7mmx35mm) was easy to remove. This middle implant (7mmx35mm) and the superior implant (7mmx35mm) required cutting bone with osteotomes and a great deal of malleting to remove. A winquist nail extraction instrument was attached to the si-bone removal tool to give additional leverage. The surgeon used allograft bone (bone chips) to fill the holes left by the implants. After the removal of the ifuse implants, the pt was flipped over and an open anterior sij fusion was done with a 6.5mm ao screws. The si-bone sales rep, was not allowed to observe this part of the procedure, therefore, no information on the pt's condition was available.

Manufacturer narrative:
The failure mode and effects analysis, the instructions for use and the surgeon training didactic were reviewed. Based upon the complaint information and investigation, there is no evidence to suggest that the device was out of specification. The most probable root cause may be due to coexisting lesions. It is possible that the pt's pain may be due to coexisting lesions. Per the study conducted by (B)(6), recognizing specific characteristics of nonspecific low back pain, clinical orthopedics 1987;217:266-80, coexisting lesions occurred in 33.5% of 1293 pts studied, the most common combined syndromes were posterior joint and si joint syndromes, herniated nucleus pulposus and lateral spinal stenosis, central and lateral spinal stenosis, satellite muscle trigger points, and spondylolisthesis with si joint syndrome.